Manufacturer narrative:
Physical device was not returned for analysis. Cloud data from the user for the period of (B)(6) 2026 - (B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found instances of urgent high (greater than 400 mg/dl) estimated glucose values on (B)(6) 2026 and (B)(6) 2026. The estimated glucose values were able to decrease from urgent high through delivery of automated basal insulin. The last data point received by the controller from the pod was received at 01:09 on (B)(6) 2026, with an estimated glucose value of 120 mg/dl. The cloud data showed that the pod expired at 17:39 on (B)(6) 2026 and a discard of the pod occurred at 18:40 on (B)(6) 2026, indicating that the pod was still active after the last phb data point though the information was not being sent to the controller due tot the pod and controller being out of communication. The cloud data showed that notifications, alerts, and alarms were generated correctly as conditions were met. The cloud data showed that no boluses were delivered during this period. Review of the phb data found that the system was used primarily in automated mode during this period. The automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. As estimated glucose values increased towards urgent high, the automated algorithm correctly increased the microbolus amounts until reaching the max microbolus amount based on the user's adaptive basal rate. As estimated glucose values decreased towards and below the user's target, the system correctly reduced and stopped delivery of microboluses. No evidence of issues with insulin delivery or of any issues with the system were observed in the available cloud data. Locked down smartphone: not reported. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was diagnosed with diabetic ketoacidosis (dka) and their heart stopped. The patient passed away on (B)(6) 2026.